Event description:
Customer reported difficulty in inserting the cartridge into her insulin pump, which required significant force to fit properly. Despite this issue, there was no adverse impact on her blood glucose level, which did not exceed 500 mg/dl. Katie initially noticed a discrepancy in the insulin gauge, displaying (B)(4) units instead of the expected 120-plus units. She resolved the issue by loading a new cartridge into the pump and successfully completed the loading process, resuming her insulin therapy. Technical support advised her to remove the pump case for inspection and recommended reaching out for further troubleshooting if future issues occur.